Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) with a voltage of 2.57v and approximately 31 second charge times. This patient had been lost to follow-up. Technical services discussed behavior and advised replacement. No adverse patient effects were reported. This device is part of the mid-life display of replacement indicators advisory.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.